Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. Device was also received with case cracked behind the device at the corner of the belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received critical pump error. Customer¿s blood glucose level was 180 mg/dl. Customer reported that they received open book error image on the screen. Customer reported that they received broken force sensor error before open book error image. Insulin pump had crack. Customer declined to troubleshoot. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.